Event description:
The customer stated that he has been treated by the paramedics at least seven times due to low blood glucose. No blood glucose levels were reported. Troubleshooting was performed and found that the fixed prime was set incorrectly. Advised the customer that this could have affected the blood glucose levels. Also advised the customer to speak with his endocrinologist for possible basal rate adjustments. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.